Event description:
The company received the following report: "the cannula was inserted but a big difference between the inspired and the expired air was noticed. It was noted that this was due to a bad fitting between the cannula and the inner cannula. Short term loss of ventilation was caused to the pt, but no serious consequences. Based on the info provided, it cannot be confirmed if recannulation of a replacement tube was required due to the reported deficiency; however, it is suggested. Attempts are being made to collect further info related to this report.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.